Event description:
It was reported that therapy was inappropriately withheld for a vt episode erroneously diagnosed as svt due to inappropriate programming. Programming changes were made. The patient will be monitored remotely. The patient condition was stable. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.